Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted by instructing the caller on how to press the button more effectively, removed the pump from the case, and ultimately decided to replace the pump. The customer was informed about the replacement process, and a replacement pump was arranged to ensure continuous insulin delivery.